Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 63 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer was practicing the proper priming procedures. The customer's husband thought the customer may have had a stroke. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.